Event description:
It was reported that an I-pump would not infuse prior to the first clinical use of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received the device for evaluation. The device was visually inspected and functionally tested. The reported condition of not being able to infuse was not confirmed. The device history record review did not indicate any anomalies related to manufacture of the device. A service history review indicated that this device has not been previously serviced. No repairs have been performed at this time; the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.